Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1280 mg/dl. Cause of bg level was not known. The customer's mother contacted the police to do a wellness check and discovered that the customer was in diabetic ketoacidosis. Customer was taken to the emergency room and subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer had not yet been released but the issue was resolved with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended; however, the customer reverted to an alternate method in insulin therapy.